Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose levels. Customer's blood glucose value was 600 mg/dl. The customer reported that insulin pump had insulin flow blocked alarm. Troubleshoot was declined for high blood glucose. Troubleshoot was performed. Customer was assisted in performing a 5.0 unit fill cannula and customer states the insulin exited. Troubleshoot was performed for low blood glucose. Customer's blood glucose value at time of incident and current blood glucose value was 64 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer does not allege pump was over delivering. The product was not returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. (B)(4).